Event description:
A malfunction alarm identified as malf 12 was reported, with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. The customer will use mdi as a backup therapy to maintain insulin delivery, and technical support decided to replace the pump. The customer was guided on how to prepare the pump for return and instructed to send it back within ten days using a pre-paid label.